Event description:
It was reported that a spectrum pump did not recognize a closed door with tubing loaded during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during evaluation. The door latch close, but with excessive force being required to close door. The door hooks and latch pins were replaced to correct this condition.